Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had lost communication with the analyzer. Troubleshooting steps were recommended, and if the issue was not resolved, it was suggested that the programmer be sent in for service. The programmer remains in use. No patient complications have been reported as a result of this event.